Event description:
The manufacturer previously was notified that a device was alarming for a service required alarm condition and turned off during testing. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During the evaluation alarms indicating the internal battery was depleted were observed. The internal battery was replaced to address the issue. An alarm indicating a power failure was observed. The device's system board was replaced to address the issue. Additionally, the device's detachable battery was replaced due to being depleted. The internal battery door was replaced due to physical damage. The particulate filter and air inlet filter were replaced preventatively. The following components were replaced due to contamination/yellowing: the front panel, rear cover, blower bellows seal, blower mount, fan retainer, main housing, inlet side panel, machine flow sensor, handle, muffler assembly, filter cover, vanity cover, alarm lens, system board tubing, blower chassis tubing, fio2 tubing and low flow o2 tubing. The device was tested and passed all final testing.